Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 552-555 mg/dl. Customer performed a supply change and a correction bolus via the pump was delivered to address bg. Reportedly, air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue and continued to use the pump for insulin therapy.